Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Unknown star tibial component: medium (32.5mm x 35mm). With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4).

Event description:
Plantar heel pain.

Manufacturer narrative:
Product inquiry stated the tibial comp, single coated us version, medium, the sliding core uhmpwe, 9mm and the talar comp, single coated us version small, right to be the subject products. No further associated products were reported. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. A physical examination could not be carried out as the devices were still implanted. Thus, a reasonable examination and investigation was not possible. Referring to information received the patient came to the hospital on (B)(6) 2014 and complained about ¿plantar heel pain¿. Further information or radiographic images were not available. During the previous follow up visit on (B)(6), 2014 a mild stiffness in the affected ankle was detected. A sensory, motor or neurologic deficit was not identified. The ligament support was evaluated as adequate. A/p and lateral x-rays taken showed the devices being intact. The position of the sliding core however had changed and shifted by 3 mm. The radiographs furthermore showed a posterior bone overgrowth. If a treatment had been prescribed could not be identified due to missing information. Pain was clinically assessed by a hcp: ¿in most cases ankle arthroplasty comes with significant pain relief. Approx. 60 % ¿ 80 % of the patients are pain free or nearly pain free in the follow up, approx. 20 % ¿ 30 % have moderate pain (e.g. Starting pain), but less than 10 % of the patients have remaining pain or symptomatic pain due to a malpositioning or a malfunction of the endoprosthesis or due to additional arthrosis of the adjacent joints (mostly in rheumatoid arthritis) or soft tissue affections. Treatment is depending on the particular reason for pain.¿ one with available information a deficiency of the devices in question could not be verified. Nevertheless the exact root cause of the reported ¿plantar heel pain¿ could not be determined based on the information given. The file will be closed formally. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Pain is listed in the IFU as an adverse effect.

Event description:
Plantar heel pain.